Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. No unexpected display anomaly during testing. Analysis was unable to verify battery out limit alarm due to no button response. The insulin pump was also received with cracked case at the display window corner and cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 235 mg/dl. Troubleshooting was not performed. The device was returned for analysis.